Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that a pb540 ventilator had given a device alert. The ventilator was not in use on a pt at the time the malfunction occured. The covidien customer support engineer (cse) inspected the device and during the eval found that the ventilator did not alarm when the ventilator was powered off during ventilation. The cse replaced the buzzer card and conducted performance verification testing on the device and all tests passed.